Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to undersensing of atrial fibrillation (af). A revision procedure was performed wherein physician successfully explanted and replaced this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. X-ray performed, no fracture noted but note arrows indicating inner coil deformed. Laboratory testing was unable to confirm the reported clinical observations.